Manufacturer narrative:
Upon completion of the investigation it was noted that the returned pump did confirm a problem with the fill level sensor. Investigation showed that there was a difference between what the fls read, and the real quantities inside the medstream pump. It appears that the defect may have been associated with overfilling by the customer. This however could not be confirmed. It was confirmed that an over filling of the medstream pump can damage the pump and can cause the fill level sensor offset that was reported by the customer. Before the refill of the pump, it's important to identify the reservoir capacity and to empty the drug reservoir completely before refilling. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of the investigation no further action is required. This complaint is considered closed.

Event description:
Affiliate reported that the patient required higher medication dosages. His existing pump model needed to be exchanged with a larger model (40 ml). The fill level sensor of the explanted pump had shown a constant 6 ml difference from the very beginning. It is suspected that the pump was not fully emptied during implantation and therefore the pump was overfilled. However, the pump worked without issues until it was exchanged with a larger model and patient did not have any issues.